Manufacturer narrative:
Product history review: a review of the manufacturing- and heparin coating records indicated the lots met all pre-release specifications. As the device remains implanted, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. The physician stated that the graft occlusion was not related to the device and is more likely to be due to patient anatomy. With the information provided to gore, the root cause of the reported event cannot be established. In the instruction for use for the gore® acuseal vascular graft the following is stated: adverse events potential device and procedure-related adverse events complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: partial or complete occlusion due to hemodynamically significant stenosis or thrombosis.

Manufacturer narrative:
H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing- and heparin coating records indicated the lots met all pre-release specifications. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. The physician stated that the graft occlusion was not related to the device and is more likely to be due to patient anatomy. In the instruction for use for the gore® acuseal vascular graft the following is stated: adverse events potential device and procedure-related adverse events complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: partial or complete occlusion due to hemodynamically significant stenosis or thrombosis

Event description:
The following was reported to gore from the viedoc database: on (B)(6) 2024, the patient underwent surgical treatment for the creation of vascular access for hemodialysis secondary to a diagnosis of end-stage renal disease by using a gore® acuseal vascular graft device for arteriovenous (av) access. A gore® acuseal vascular graft was implanted in the left upper arm in a straight configuration. The patient received prophylactic antibiotic prior to surgery and no adverse event occurred during the procedure and no additional procedure was performed during graft placement. The patient tolerated the procedure. On (B)(6) 2024, the graft occluded with blood clot. The adverse event is still ongoing, and it was not recovered/resolved. No medical or surgical intervention was necessary, and the primary relationship was stated as cannulation related. The study was discontinued.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation of the device can be performed. A product history review is being performed. Further information was requested from the study coordinator, but nothing was provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.